Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system was broken during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Sample returned on date not found. Investigation results: the actual sample was analyzed, and the failure mode reported was observed. The quality engineer speculates that the cause of the failure was related to the slide clamp, specifically the angle at which pressure was applied. A clamping test was conducted 30 times with inconclusive results. A DHR review was performed and no abnormalities were noted. Conclusion: bd was unable to duplicate the reported failure, therefore the root cause could not be finalized. No further corrective action is needed.